Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was not confirmed due to not all components were not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, the following information was received:the suture of the first prostyle device was removed from the anatomy during the surgery. The sheath was upsized to an 18f. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The two additional prostyle devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with three prostyle devices using the pre-close technique via a 7f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. The first prostyle device was successfully pre-placed. Reportedly, a cuff miss occurred [suture retrieval issue] with the second, third, and fourth prostyle devices. The evar procedure was completed. Hemostasis was achieved via surgical cutdown. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.